Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a piece of sleeve that remained inside of the cannula, entered the eye during injection. It is unknown if the piece of sleeve was removed from the eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. No sample has been returned for evaluation for the report of piece of sleeve entered eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. All soft tip cannula assemblies are 100% inspected by trained operators for the presence of the soft tip and for any damage to the soft tip. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).